Event description:
It was reported that a patient's off time had been changed from 5 minutes to 60 minutes. Interrogation of the device showed the following settings: 2.50/10/500/30/60. Good faith attempts to find out whether or not this was the result of a faulted systems diagnostic test or if it was an intentional setting change have been unsuccessful to date.